Event description:
Pt was confused and tried to exit the bed between the side rails. She was found with the upper half of her body hanging out of the bed. (#2 aug 23, 1995-FDA safety alert). No injury.